Event description:
The distributor contacted animas on (B)(6) 2013 alleging there were segments of text missing from the display. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display malfunction remained unresolved.

Manufacturer narrative:
Device evaluation: the display screen was noted to be dim and discolored. A test display was attached to the pump and illuminated properly and was clearly legible.

Manufacturer narrative:
(B)(6). The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.